Manufacturer narrative:
Initial reporter phone number: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink system non-dehp extension set leaked at the y-site connector. This issue was identified during a total parenteral nutrition (tpn) infusion via a central line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.